Event description:
It was reported that stent damage occurred. The 80% stenosed, 24x3.00mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, upon crossing the mid section of the lcx, the proximal stent struts were lifted up and the hypotube was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00mm x 24mm stent delivery system was returned for analysis. Examination of the stent under microscope found stent damage. Stent damage with struts in distal region lifted and pulled distally was identified. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found a shaft kink 42.5 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24x3.00mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, upon crossing the mid section of the lcx, the proximal stent struts were lifted up and the hypotube was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.